Event description:
Medtronic received information that an unknown duration post implant of this mechanical aortic valve, a "re-do aortic valve replacement (avr)" was performed due to patient-prosthesis mismatch (ppm), increased gradients (20-25 mmhg), and "an increased opening angle". No obstruction was noted. The patient was discharged from the hospital 35 days post replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.